Event description:
It was reported that the patient experienced a hyperglycemic event associated with a bent cannula of the infusion set on (B)(6) 2026. The patient¿s blood glucose level was reported as high. The event was managed by changing the infusion set.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.